Event description:
As reported, during tapp (transabdominal preperitoneal) right inguinal hernia repair, the capsure fixation device was used to fixate the 3dmax light mesh and during first attempt, the head portion of the fastener was ejected and there was no coil portion. It was reported that, the head of the fastener has been recovered from the patient body and no loose fastener was present. After the fastener ejection test was performed, the procedure was used with same device with no further issue. There was no reported patient injury.

Manufacturer narrative:
As reported, cap (head portion) of the capsure fastener ejected from the coil. The subject device is said to be available, however has yet to be returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was manufactured to specification. Addendum: this supplemental MDR is submitted to document the sample evaluation results. The evaluation of the sample finds a peek cap detached from the coil as reported. The head has become detached from the coil as a result of the coil wire failing just under the head of the fastener. The most likely cause of this fastener failure is the fastener being driven into a hard structure such as bone and the device torque being high enough to cause failure of the coil wire under the head. In that case the coil would be embedded in tissue and would not be visible to the surgeon. No manufacturing anomalies found. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: "care should be taken not to use excessive counter pressure as this may damage the tissue, the material being fixated, and/or the device" and "carefully inspect the area in the vicinity of the tissue being fastened to avoid inadvertent penetration of underlying structures such as bone, nerves, vessels, and viscera. Use of the capsure permanent fixation system in the close vicinity of such underlying structures is contraindicated". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during tapp (transabdominal preperitoneal) right inguinal hernia repair, the capsure fixation device was used to fixate the 3dmax light mesh and during first attempt, the head portion of the fastener was ejected and there was no coil portion. It was reported that, the head of the fastener has been recovered from the patient body and no loose fastener was present. After the fastener ejection test was performed, the procedure was used with same device with no further issue. There was no reported patient injury.

Manufacturer narrative:
As reported, cap (head portion) of the capsure fastener ejected from the coil. The subject device is said to be available, however has yet to be returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.